Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued. Device not available for evaluation.

Event description:
Received notice from a pride rep. Of a fire that occurred in a home where a pride powerchair was located.